Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 5132972.

Event description:
It was reported that patient was no longer receiving benefit from her leads. The patient underwent a surgical procedure where two of her leads were explanted. The patient was in stable condition post operatively.